Manufacturer narrative:
(B)(4). Device evaluation summary: the actual device was received for evaluation. A fracture was observed at the suture attachment. The sample b one side received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The evaluation revealed the fractures were composed of microvoid coalescence, which is evidence of a ductile overload failure. These were ductile fractures. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified. Sample a was reported in mw 2210968-2019-78649.

Event description:
It was reported that a patient underwent unknown surgical procedure on (B)(6) 2018 and suture was used. The needle detached from the suture during use. The procedure was completed with a competitor suture type. There were no adverse patient consequences reported. Upon evaluation of returned device, a fracture of the needle was observed at the suture attachment.